Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly got snapped into two pieces. It was further reported that the device allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm trifusion t/l catheter in two segments and one tunneler was returned for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter. The distal catheter segment was returned loaded to the proximal end of the tunneler. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface of the complete break of the catheter segments were noted to be glossy in one half and round in the other half of the catheters. Therefore, the investigation is confirmed for the reported fracture, material separation and fluid leak issues and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3 h11: h6 (method. Result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly got snapped in to two pieces. It was further reported that the device allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.